Event description:
A caller reported encountering a cartridge alarm 20, which had been happening for the past few weeks. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed they would receive a new pump with updated software. The customer acknowledged the instructions for putting the pump into storage mode, returning the problematic pump, and setting up the replacement. They agreed to use multiple daily injections as a backup therapy during this transition.